Manufacturer narrative:
One used extension set macrobore 1.2 mh 0.100x15 in 4.9 cc with female adapter slide clamp secure lock male adapter prepierced y site latexfree was returned for evaluation. As received, lipids solution residuals inside were observed; no additional damage or anomalies were noted. The set was tested as per procedure, and there was no restriction in flow observed. Complaint of no flow / can¿t prime cannot be confirmed or replicated. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Section d1: extension set macrobore 1.2 mh 0.100x15 in 4.9 cc with female adapter slide clamp secure lock male adapter prepierced y site latexfree. D2a, d2b and g4 are probable codes based on the product description - exact product information was not provided. D4: primary UDI number - this information is unknown as there is no lot number or product code available. The device is reported to be available for evaluation; however, it has not yet been received.

Event description:
The event involved an extension set macrobore 1.2 mh 0.100x15 in 4.9 cc with female adapter slide clamp secure lock male adapter prepierced y site latexfree with unknown product code and lot number. The customer stated that the clinical staff reported that the filter clogged. The practice was assessed as appropriate, and no issues were noted with the lipids themselves. There was patient involvement; the delay was only the time it took to restring the lipids through the new filter but no patient harm was reported as a consequence of this event.